Manufacturer narrative:
This MDR submitted on 09/04/2015 references itc complaint number (B)(4). The lot number of the act-lr reagent cuvette used in this complaint is f5jlr108 and is referenced by itc complaint number (B)(4). Actual device not evaluated. Process evaluation was performed. No ncr during manufacturing and there is no service history for the instrument.

Event description:
Healthcare professional reported lower than expected patient results with the hemochron signature elite and act low range system. A (B)(6) year old female was receiving intravenous heparin anticoagulation during an unspecified cardiovascular procedure. Two signature elite (se instruments were run side by side using one reagent cuvette lot of act-lr. The target act was not specified. During the procedure, the act result with se serial number (B)(4) was 228 seconds, which was lower than expected. The same sample was run on se serial number (B)(4) using the same lot of act-lr cuvettes and was 301 seconds, which was an expected result. The two values differed by >10%, and a medical decision whether to administer additional heparin based on the two results would be directly opposite of one another. Electronic and liquid quality controls passed successfully on both instruments. The procedure was completed successfully and no patient injury or adverse events were reported.

Manufacturer narrative:
MDR follow up #1 references itc complaint number (B)(4) and summaries the results of the hemochron (B)(4). Instrument evaluation finalized on 09/28/2015.

Manufacturer narrative:
The lot number of the act-lr reagent cuvette used in this complaint is f5jlr109.